Manufacturer narrative:
(B)(4). The device manufacturer has been identified as abbvie as reported by the gi clinic. However, no lot number of the peg tube involved in this event was provided by the complainant. Therefore, it is unknown which abbvie peg tubing was involved. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier number field is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because complaint sample was discarded. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Abbvie is reporting this event because medical intervention was taken and a new stoma site was introduced to the to the patient. Abbvie reviewed historical complaint data and no trends were identified for tube dislocation due to patient intervention. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 01-oct-2015, a us gi physician reported that he inserted the peg j on (B)(6) 2015. The patient pulled the tubes out on an unknown date in (B)(6) of 2015, and the stoma site closed. There was no drainage, leaking, or infection at the stoma site, it was just closed. The doctor reinserted the tubes via a new stoma site on (B)(6) 2015.